Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: one (1) used d1000 tego connector was returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector recorded residual blood was observed under the silicone near the thread post. Engineering testing and analysis to the applicable product specification was performed. The results recorded the returned tego connector did not leak, passed acceptance criteria.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged components/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to ".blood leaking under the membrane". There were no reported adverse patient consequences. Additional event, usage information and status of device return although requested has not been responded to. This is the mfrs. Follow up report to provide additional information and device return investigation findings.

Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device not returned.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged components/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to "blood leaking under the membrane". There were no reported adverse patient consequences. Additional event, usage information and status of device return although requested has not been responded to.